Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to less than 70 mg/dl. The patient lost consciousness. The pod was worn longer than 48 hours on the arm. The pod was discarded. No further details to report.